Event description:
On (B)(6) 2013 the reporter contacted animas, alleging the display screen is faded. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2013 with the following findings: the display screen was observed to be discolored and had a dim pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.